Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient experienced pain at the implant site. Additional information obtained from the field which indicated that a pocket revision was performed to address the patient's concern. This device remains in service. No additional adverse patient effects were reported.